Event description:
Department staff responded to a cardiac arrest, down time of the patient unknown. The patient's hands were cool but the body was still warm. The patient was not sweaty or hairy so no skin prep was conducted prior to attaching the defibrillation electrodes. Defibrillation electrodes were attached to the patient, the device indicated connect electroes and use of the device was inhibited. The defibrillation electrodes were replaced, the device continued to indicate connect electrodes. The patient was not resuscitated. The reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based on the patient's down time.